Event description:
It was reported that a pediatric ilet user experienced unexpected higher insulin delivery around meals that had previously been routine, followed by an episode of hypoglycemia after two slices of pizza when the meal was announced as ¿usual,¿ with a lowest recorded glucose of 52 mg/dl and approximately 30 minutes below range; the caregiver administered oral glucose to correct. Symptoms included hypoglycemia. Outcomes included transient low glucose without medical intervention or hospitalization. Investigation included customer support review, education, and troubleshooting regarding treatment of lows and the potential for rebound hyperglycemia prompting increased insulin if overcorrection occurs. Investigation of this case revealed no confirmed device malfunction and suggested use-related factors during meal handling and hypoglycemia treatment as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.